Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose of 300 mg/dl to 500mg/dl. The customer had infected tooth that got a root canal which led to hospitalization. The customer was treated with bolus but the blood glucose value did not come down. Customer complained about getting no delivery alarm which was resolved. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.